Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received a da vinci product involved with this complaint; however, the failure analysis investigation has not been completed at the time of this report. A system log review revealed an error pointing to usm 4 axis 4.

Event description:
It was reported that prior to starting a da vinci-assisted colorectal surgical procedure, a nurse called an intuitive surgical, inc. (Isi) technical support engineer (tse) on behalf of the surgeon to report that during docking a non-recoverable error message was reported. The customer had done a reboot before calling. Tse confirmed error in the logs pointing to universal surgical manipulator (usm) 4 axis 4. Tse guided nurse through hard power reset with emergency power off (epo) on the patient side cart but the error remained. The tse pointed to the option to deactivate arm 4 but the surgeon needed all arms for the procedure. The procedure was to be aborted post-anesthesia and port placement.